Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the surgeon connected the pump to the apical cuff and noticed blood leaking from the metal pump-cuff connection locking area. It was attempted to reconnect the pump in various positions but the bleeding persisted. A backup pump was used and the bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding at the apical cuff could not be confirmed through the evaluation of (B)(6). (B)(6) was returned assembled, in like-new condition with the pump cable severed approximately 6 inches from the housing. Approximately 20.5 inches of the severed portion of the pump cable was returned with the device. The sealed outflow graft, outflow graft bend relief, modular cable and apical cuff were not returned. The cuff lock was returned in an unlocked position. A video was submitted by the account for evaluation. This video took place inside of the operating room (or) and showed the apical sewing ring attached to the patient¿s heart with the pump disconnected. Bleeding could not be confirmed through the video evaluation. Examination of the blood-contacting surfaces found no depositions or defects. Following inspection, the device was functionally tested. The pump was connected to and operated on a heartmate 3 functional tester. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. The lvad event and periodic log files were retrieved from the returned device. The log files contained data from the time of manufacturing, while the pump was being manipulated in the or, and events recorded while downloading the log files for review. Incidental findings: during the evaluation of the pump, it was determined that the latch arm was returned visibly bent up and forward so that the cuff lock could no longer close. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and locking arms, found no deviations in manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU, rev. A also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.